Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged pneumonia. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging pneumonia related to a CPAP device's sound abatement foam.the patient did not report receiving any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -an unknown dust contaminant was observed on the pca, blower housing cap, blower, side panel, inlet seal, and bottom enclosureand on the humidifier lid also on the dry box, dry box seal, dry box inlet seal, bottom enclosure, and the lower base. Evidence of sound abatement foam degradation/breakdown was not observed.observed an unknown contaminant on the water tankand on the lid seal. A hair-like particle was observed on the dry box inlet seal. Evidence of liquid ingress was observed on the top housing and bottom housing. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and there is no presence of degraded sound abatement foam.